Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent: exploratory laparotomy, right salpingo-oophorectomy due to pelvic pain, dyspareunia, anterior vault prolapse. It was reported that the following surgery the patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring. On (B)(6) 2007, patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions with resection of left ovarian pedicle and left pelvic sidewall nodule due to chronic pelvic pain, residual ovary syndrome with premenopausal fsh, rectocele, vaginal vault prolapse. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and 02/26/2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.